Event description:
It was reported that the patient presented to the emergency room for a fall and upon device interrogation it was noted that the right ventricular (rv) lead had t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.